Manufacturer narrative:
The customer provided a picture of the damaged part and returned the subject device to olympus for evaluation. The customer¿s allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during a procedure, the thunderbeat blade became loose as if it was going to be detached. It is unknown the exact time of use before the event. The blade was not completely separated. The therapeutic breast cancer procedure was completed without delay, using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the complaint device showed no abnormalities. The phenomenon of the reported event did not replicate. Therefore, the root cause could not be determined. We will continue to monitor trends and take appropriate actions as necessary. The event can be detected/prevented by following the instructions for use which state: "should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or function be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus". Olympus will continue to monitor field performance for this device.